Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), abortion of ectopic pregnancy ("miscarriage from ectopic pregnancy"), pelvic pain ("pain") and dysmenorrhoea ("severe menstrual pain") in a 35-year-old female patient who had essure (batch no. 50713469) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hematoma. Concomitant products included medroxyprogesterone acetate (depo provera) since 2006 to june 2011 for contraception. In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criterion medically significant), menorrhagia ("abnormally heavy menstrual bleeding, prolonged menstruation/ abnormal menstruation"), dysgeusia ("metallic taste in mouth"), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), dyspareunia ("painful intercourse/ dyspareunia"), anxiety ("worsening of her anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and allergy to metals ("nickel allergy"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, pelvic pain, vaginal haemorrhage, allergy to metals and abdominal pain outcome was unknown and the dysmenorrhoea, menorrhagia, dysgeusia, migraine, headache, dyspareunia and anxiety had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, abortion of ectopic pregnancy, allergy to metals, anxiety, dysgeusia, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she is currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, she continues to suffer from the symptoms which are reported. The device was deployed in the usual fashion, and 2 or 3 trailing coils were visualized after placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirming full occlusion of fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-mar-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), abortion of ectopic pregnancy ("miscarriage from ectopic pregnancy"), pelvic pain ("pain") and dysmenorrhoea ("severe menstrual pain") in a 35-year-old female patient who had essure (batch no. 50713469) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included hematoma. Concurrent conditions included anxiety since (B)(6) . Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) to (B)(6) 2011 for contraception. In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criterion medically significant), menorrhagia ("abnormally heavy menstrual bleeding, prolonged menstruation/ abnormal menstruation"), dysgeusia ("metallic taste in mouth"), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), dyspareunia ("painful intercourse/ dyspareunia"), anxiety ("worsening of her anxiety / psychological or psychiatric problems - anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and allergy to metals ("nickel allergy"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criterion medically significant), abdominal pain ("abdominal pain") and back injury ("lower back injury"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, pelvic pain, vaginal haemorrhage, allergy to metals, abdominal pain and back injury outcome was unknown and the dysmenorrhoea, menorrhagia, dysgeusia, migraine, headache, dyspareunia and anxiety had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, abortion of ectopic pregnancy, allergy to metals, anxiety, back injury, dysgeusia, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she is currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, she continues to suffer from the symptoms which are reported. The device was deployed in the usual fashion, and 2 or 3 trailing coils were visualized after placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirming full occlusion of fallopian tube; on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-mar-2019: plaintiff fact sheet received : event of "lower back injury" and "device ineffective" added. Reporter information, lab data, concurrent condition was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), abortion of ectopic pregnancy ("miscarriage from ectopic pregnancy"), pelvic pain ("pain") and dysmenorrhoea ("severe menstrual pain") in a (B)(6) year-old female patient who had essure (batch no. 50713469) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hematoma. Concomitant products included medroxyprogesterone acetate (depo provera) since 2006 to (B)(6) 2011 for contraception. In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criterion medically significant), menorrhagia ("abnormally heavy menstrual bleeding, prolonged menstruation/ abnormal menstruation"), dysgeusia ("metallic taste in mouth"), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), dyspareunia ("painful intercourse/ dyspareunia"), anxiety ("worsening of her anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and allergy to metals ("nickel allergy"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, pelvic pain, vaginal haemorrhage, allergy to metals and abdominal pain outcome was unknown and the dysmenorrhoea, menorrhagia, dysgeusia, migraine, headache, dyspareunia and anxiety had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, abortion of ectopic pregnancy, allergy to metals, anxiety, dysgeusia, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she is currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, she continues to suffer from the symptoms which are reported. The device was deployed in the usual fashion, and 2 or 3 trailing coils were visualized after placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirming full occlusion of fallopian tube. Most recent follow-up information incorporated above includes: on 14-mar-2019: pfs received lot number was added. Event " ectopic pregnancy and miscarriage from ectopic pregnancy" were added. Medical history, reporter information were added incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.